Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called adc customer service on (B)(6) 2015 to report a port issue with her/his adc blood glucose meter. Customer again called adc customer service on (B)(6) 2015 to inquire as to the delivery status of their replacement meter. During the call it was reported that on an unspecified date/time customer started "vomiting," was "feeling cold" and subsequently experienced a loss of consciousness. Customer was taken to a local healthcare facility by a family member. At the hospital, customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.